Manufacturer narrative:
B3: the event occurred on an unreported date at the end of aug2023. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient performed the pd procedure in unclean conditions. The peritonitis was manifested by cloudy effluent and abdominal pain. On an unspecified date, the patient was treated with unspecified antimicrobials (intraperitoneal, discontinued) for the event. On an unreported date approximately three months prior to receipt of this report, the symptoms and clinical findings disappeared, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized due to peritonitis. It was not reported if the patient was treated for peritonitis. The patient outcome and action taken with pd therapy were not reported. No additional information is available.